Manufacturer narrative:
(B)(4). Pump passed self test, off no power test, unexpected restart error test and all operating currents tested within the spec. No failed battery test alarm were noted. Unit passed displacement test, basic occlusion test. Unit failed prime test at 2.5 lbs due to faulty fsr(gold). Unable to verify no delivery/occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries and no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.